Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, the hakim valve could not be programmed after implantation was revised. During the revision procedure, the physician determined that the valve was blocked. There were no reports of patient symptoms associated to this event.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The device history record (DHR) review showed that there were no discrepancies. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at 60mmh20. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.